Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was bent. The comb was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that plate is bent on both sides. Investigation found the comb was bent. There was no adverse event reported as a result of this malfunction.